Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21077. It was reported the patient experienced uncomfortable pocket heating at the ipg site. A low energy replacement charger has been shipped to the patient. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction.